Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-05636, 2134265-2011-05635. It was reported that during a stenting treatment procedure, a balloon rupture occurred. The totally occluded, 7.0mm lesion being treated was located in the mildly tortuous, severely calcified mid superficial femoral artery (sfa). The physician implanted 3 unknown stents in the sfa. Then attempted to post dilate the stents with a 7x40, 75 cm mustang balloon which ruptured on the first inflation at 14atm. The physician attempted post dilatation again with a 7.0x200, 135 cm mustang balloon which ruptured on the first inflation at 18atm. A different balloon was used to complete the post dilatation. Then the physician attempted to predilate the common femoral using a 7.0x200, 135cm mustang balloon which ruptured on the first inflation at 14atm. The physician believes there was some calcium in the lesion. The predilatation was completed with a different balloon. All three balloons were removed all intact. No patient complications were reported and the patient's status is fine.